Manufacturer narrative:
(B)(4). D2, d4, and g4: it was reported that all available information has been provided. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that the patient was revised approximately 5 years post implantation due to knee pain. During the surgery, the tibial component was found to be grossly loose with no cement adhered to titanium surface. It was reported that no further information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h11. D2, d4, and g4: attempts have been made to gather all product identification information, and no further information has been provided. No product was returned; visual and dimensional evaluations could not be performed. A picture of the tibial and femoral component covered in bio-debris was provided. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. The reported event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.